Manufacturer narrative:
The device was returned for analysis and the reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use instructs to use an 0.035¿ diameter guide wire. In this case, it could not be determined if using the undersized guide wire cause or contributed to the reported difficulties. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. During the deployment of a 6.0x150mm absolute pro self-expanding stent (ses) it was noted that the stent was not opening and therefore the ses was not deployed. There were no adverse patient effects nor clinically significant delay in procedure reported. Additional information was received and it was noted that the ses was advanced over a .018 non-abbott guidewire and the stent completely failed to deploy. Returned device analysis revealed that the stent was partially deployed and the I-beam had a small gap on the outer member of the sheath. The account confirmed that the correct device was returned and the stent completely failed to deploy during the procedure. After removal, further manipulation caused the stent to partially deploy. The account was unaware of the I-beam separation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.